Event description:
It was reported an overdose. Pump was refilled a week before this report. The day of this report, patient woke up lethargic and with headache. Patient was breathing seven times a minute and was slow to respond. Computerized tomography (cat) scan was done. Patient was not under oral medicines. Health care professional (hcp) wanted to stop the pump. The device system was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 8731sc lot# serial# (B)(4), implanted: 2010 (B)(6), product type catheter, (B)(6).

Manufacturer narrative:
(B)(4).